Event description:
Ultrasound catheter placed into coronary artery. As the catheter was pulling back, the catheter failed to provide image. Removed from body and provided a new ultrasound catheter was inserted into the coronary artery.